Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issues. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issues was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issues were isolated to blood/tissue in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure.the right atrial lead was implanted during the procedure, but it was found to be dislodged when the physician repositioned it. Physian attempted to implant the lead again, but it was unsuccessful due to the lead failed to extend the helix and exhibiting unspecified helix rotation issues. The physician removed the lead and decided to change the programming on the pacemaker. There were no patient consequences.